Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon follow up, five episodes of ventricular fibrillation were observed due to non-sustained right ventricular oversensing. Two episodes resulted in the delivery of atp therapy. Further review indicated the cause was possibly due to myopotential or emi oversensing or lead damage. The issue was resolved by deactivating the device due to the patient¿s request. No further action is planned at this time and there were no adverse consequences to the patient.